Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed bezel damage. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as-received with reduced dwell simulated treatment was performed on the cycler and passed. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to the cycler. A replacement cycler was issued to the clinic. No additional information was provided during intake, and subsequent attempts to obtain additional clinical information (e.g., patient demographics, treatment record, hospital records, death certificate) were unsuccessful.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to the cycler. A replacement cycler was issued to the clinic. No additional information was provided during intake, and subsequent attempts to obtain additional clinical information (e.g., patient demographics, treatment record, hospital records, death certificate) were unsuccessful.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of death, as the patient was actively undergoing treatment when the serious adverse event occurred. The cause of death is currently unknown; therefore, causality could not be established. It should be noted the lack of clinical follow-up information precluded a more comprehensive investigation. However, the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Based on the information available, the liberty select cycler cannot be disassociated from the serious adverse event. While there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. A lack of clinical follow-up information (e.g., patient demographics, treatment record, hospital records, death certificate), and no evaluation of the liberty select cycler in question, renders this clinical investigation unable to exclude the liberty select cycler from having a possible causal or contributory role in the patient¿s expiration. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.